Event description:
It was reported to philips that the system was not booting up again. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the system was not booting up. Upon troubleshooting, the distributor philips field service engineer (fse) checked the system onsite and provided onsite service with a full reinstall as a temporary fix but after installation, backups, and tests, pressing the emergency stop button caused the system to revert and fail to boot again. To resolve the issue, the philips field service engineer (fse) replaced the fan tray and the pdu control module, and then performed a complete software reload in another work order. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.